Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, and segment testing of return. No device failure was detected. (B)(4).

Event description:
Customer reporting false negative reaction in the anti-a (forward portion) of mts abd monoclonal rev grouping cards mts lot# 081814037-64 exp 07/08/15. Testing was performed using manual gel method. According to customer, a donor unit labeled as a b was tested by the facility for abo confirmation by tube method. Confirmation testing showed that the unit type as ab, with the anti-a reacting 2+. Customer testing with anti-a ortho bioclone. Because of the discrepancy, customer tested the unit in manual gel using mts abd/rev gel cards lot # 081814037-64 exp 07/08/15 and it showed no reactivity with the anti-a microtube. Results with gel testing showed the unit to type b. Because of the discrepancy customer contacted arc to report the abo discrepancy. According to the customer the arc originally tested the unit in a solid phase instrument and labeled the unit as a type b. Once the arc received the unit back according with the customer, the arc tested the unit in tube with anti-a reacting 2+ with immucor reagents. Results with immucor testing showed the unit to be type ab. Issue started on (B)(6) 2015. Frequency: once. Microtubes/wells or cell (donor #) affected: anti-a microwell. Methodology used: manual gel. Test repeated: yes with multiple sources of anti-a. Gel qc: not performed by the customer at the time of the call. Cards /cassettes/ storage condition temperature: ok. Visual appearance before use: ok. Stored underneath direct light source: yes/no, no. Repeat testing to confirmed blood type. Also performed ortho anti-a1 lectin testing and customer reported a negative test result. Ocd discussed with the customer the possibility of asubb. Also discussed with customer differences between anti-a clones reagents ocd suggested to the customer the use of qc as a good laboratory practices. As part of troubleshooting, if there are weak reactions in the forward group it may be helpful to have two sources of reagents. Customer feels that the gel card should have picked up the a subgroups .cts asked the customer for the availability of donors segment for investigation purposes. Customer willing to send donor segments for testing investigation.